Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. A review of the device log indicates that a valid patient impedance was never recognized, therefore the device would not have been able to discharge. Three charge attempts were all disarmed/dumped due to user intervention. The device was put through extensive testing including discharging at all joule settings while bench handling and defib cycling without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a 56-year-old male patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.